Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). Unique device identifier (UDI #): the UDI is unknown because the device information was not provided.

Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed one of the patients leads migrated. As a result, surgical intervention may be undertaken to address the issue.